Event description:
The report stated that the jaws on 2 ligasure impact devices sealed closed during a radical prostatectomy despite cleaning and were unable to be re-opened. The second device was reported on complaint, report # 1717344-2008-00268.

Manufacturer narrative:
To date, the incident sample has not been received for eval. Further info and the sample have been requested. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.